Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the battery was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the replacement date was not yet scheduled. Patient waiting on a new surgeon to schedule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) depleted and she let it run down one time too many it's been three times now. Patient stated that she needs an MRI for a suspected muscle fracture and they wanted to know if it was safe to do full body. She says about 6 months ago she found she couldn't charge it, and says she last charged felt stimulation which was a long time before that. Patient stated that she stopped charging because she doesn't need the stimulation anymore. Patient cannot connect the ins to access MRI safe mode, and stated that she has now been over discharged three times so they cannot wake up the ins again and check eligibility. Patient was redirected to the health care provider (hcp). On (B)(6) 2020, additional information was received from the manufacturer representative (rep) stating the factors that may have led to or contributed to the issue was patient noncompliance, and patient indicated that sometimes she didn't use her device. The rep also noted that patient had been seen and performed trickle charges several times with another rep. The patient was planning with her pain management doctor to replace the battery. The issue was not resolved at the time of the report. On (B)(6) the hcp reported that the patient was in over discharge and not wanting to jump start device to have full body MRI. The MRI eligibility form was reviewed for the hcp to confirm eligibility.